Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented. The instructions manual contains a warning statement to perform a visual inspection prior to use, "visually inspect the cable and the plugs for irregularities on the surface."

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure, the cord burnt in half. It was reported that the bovie generator settings were cut90/coag60 and no alarms were noted. The cord was replaced and the intended procedure was completed. There was no user or patient injury reported. Additionally, the device was inspected prior to the procedure and no anomalies were found. No further information was provided.